Event description:
It was reported this right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. It was suspected the out-of-range impedance was due to subclavian crush. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.